Event description:
New information notes the device was explanted and replaced.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The root cause of the output circuit damage was a lead anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a defibrillation threshold test with a full output shock being delivered there was an audible pop sound heard and the physician saw a spark by the pocket of the device therapy for the device has been disabled and the patient was admitted to the hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.